Event description:
It was reported that the user awoke to an ilet hyperglycemia alert and observed a blood glucose of 448 mg/dl after a recent supply change, with approximately half of the cartridge insulin depleted and no visible cannula bend, suggesting insulin delivery into scar tissue or subcutaneous layers rather than systemic absorption; the user then performed a full supply change and subsequently reported blood glucose back in range. Symptoms included hyperglycemia. Outcomes included temporary interruption to normal activities and need for user troubleshooting. Investigation included technical support review and user-led troubleshooting. Investigation of this case revealed insufficient insulin delivery to the bloodstream despite apparent infusion, likely related to infusion site performance. It was concluded that the event was user-corrected by performing a full supply change and relocating the infusion site. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.